Manufacturer narrative:
One level 1® hotline® low flow system was returned for analysis in poor condition. The temp check was installed, and the unit was powered on; the unit went into over-temperature within one minute. The potentiometers were adjusted; temperature would not change. Based on the evidence, the complaint was confirmed. However, there is no fault found as this is considered normal wear and tear due to the age of the device.

Event description:
Information was received indicating that the ports to a smiths medical level 1® hotline® low flow system were noted to be bad on the pcb. There were no reported adverse effects.